Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "fracture of the 2 bones of his left forearm osteosynthesized by ulnar and radial plates placed on (B)(6) 2024 on (B)(6) 2024, callus fracture on the radius and a fracture of the osteosynthesis plate reintervention on (B)(6) 2025 with removal of the plate and fitting of another, longer radial plate"

Manufacturer narrative:
Correction: please refer to section d9 the device was returned and h6 (method, results codes). The reported event could be confirmed since the returned device matches the alleged failure. The device inspection revealed the following: the visual inspection has shown that the plate has broken apart from the fourth / central hole. The microscopic evaluation shows that the fracture face has the typical view of a fatigue fracture with uniform fine-grained texture over almost the complete surface. The shiny surfaces indicate that the fragments rubbed against each other during the crack progress before the plate completely broke apart. The relevant dimensions were verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. The plate was returned for evaluation and no product related issue could be detected. There was no additional information, like x-rays, operation reports, patient history or activity, provided. Therefore the root cause of the breakage cannot be defined. The evaluation of the plate has shown that the implant could not resist the applied force which finally led to the material overload / fatigue failure of the device. In this relation following statements of the variax 2 one-third tubular instructions for use (v15360 rev aa) can be pointed out: ¿always exercise care in selecting the proper type and size of implant. Improper selection, placement and fixation of the implant components may result in early implant failure. Implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. The correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. If more information is provided, the case will be reassessed.

Event description:
As reported: "fracture of the 2 bones of his left forearm osteosynthesized by ulnar and radial plates placed on (B)(6) 2024. On (B)(6) 2024, callus fracture on the radius and a fracture of the osteosynthesis plate reintervention on (B)(6) 2025 with removal of the plate and fitting of another, longer radial plate"

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "fracture of the 2 bones of his left forearm osteosynthesized by ulnar and radial plates placed on (B)(6) 2024. On (B)(6) 2024, callus fracture on the radius and a fracture of the osteosynthesis plate reintervention on (B)(6) 2025 with removal of the plate and fitting of another, longer radial plate".